Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). The battery longevity decreased from 30% to 16% within three months. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this s-ICD was explanted. No additional patient adverse effects were reported.